Event description:
It was reported that during an unknown procedure the device was fired. There was no issue with the device. The anastomosis was completed, however, on inspection of the donuts, one seemed slightly thin in one part. There was also two malformed staples. The surgeon stated these were from the transverse firing with the contour. The surgeon sutured the anastomosis too so as to stabilize the anastomosis. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: 1. Regarding "there was also two malformed staples. The surgeon stated these were from the transverse firing with the contour", if the malformed staples where related to contour device, could you please provide contour information (product code/lot#/batch#)? Answer - I do not have the lot number or details of the contour used. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.